Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced intra oral irritation soreness at upper lip. The device was worn for two nights. The symptoms resolved. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.